Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient undergoing a pulsed field ablation procedure for atrial fibrillation/left atrial appendage occlusion with a nuvision ultrasound catheter experienced a cardiac tamponade requiring pericardiocentesis. Prior to the start of the procedure, the first nuvision catheter kept throwing errors on the ultrasound system. This catheter was replaced and the procedure continued. Then, during the procedure, the patient's blood pressure dropped alongside a noticeable increase in heart rate. Cardiac tamponade was confirmed via intracardiac echocardiography, at which point the physician performed a pericardiocentesis. The patient was stable at the time of reporting, but did require one extra day of hospitalization as a result.